Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one (1) unknown variable angle - locking compression plate distal humerus plate. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Implant date: it is unknown if this device was implanted on (B)(6) 2017; the entire device was not returned and just the metallic fragments. The subject device is not expected to be returned to the synthes manufacturer for evaluation; however, the reporting facility returned metallic fragments for evaluation which were received by the manufacturer on apr 19, 2017. Pma510(k): unknown. Initial reporting facility phone number is not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Metallic fragments were received by the manufacturer but it not known if these were from the plate or the screws. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a distal humeral fracture on (B)(6) 2017 with an unknown variable angle - locking compression plate (va-lcp) distal humerus plate, when the surgeon tried to lock the unknown variable angle and titanium (ti) locking screws, metallic fragments came off of the devices. It is unknown if the fragments were generated from the plate or the screws. The surgery was extended for 60 minutes due to the reported issue. There is no information available for reporting regarding the patient¿s surgical outcome. This report is for one (1) unknown variable angle - locking compression plate distal humerus plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Fragments were returned in a plastic bag on top of a fabric sealed in pouch after steam sterilization. As no article numbers, and no lot numbers were provided and it is unclear based on the complaint description where those fragments are coming from we could not provide any investigation on them. Further the size of fragments are small that even a material check was not possible to be done. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.